Event description:
It was reported that the patient presented for a routine generator change procedure on (B)(6) 2025. During the procedure, minor fraying of the outer insulation was visually noted on the right ventricular (rv) lead. No changes or intervention was performed. The lead remained implanted. There were no patient consequences.